Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 2.75 x 32 mm taxus express2 drug eluting stent, the stent struts were noted to be bent. The stent shaft was also noted to be kinked. The procedure was successfully completed with another 2.75 x 32 mm taxus stent. No pt complications were reported. The pt status is reported as `satisfactory/good'.